Event description:
It has been reported to philips that images could not be pulled up to transfer, so a reboot was attempted. After rebooting, the system would not come up. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not pull up images and now system will not boot up. Review of the system log file showed that x-ray pc machine missing. Upon further inspection fse found that system is booting but suite pc was unable to load the software into the xray pc. Fse replaced the x-ray pc and hard disk. After replacement of x-ray pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.